Manufacturer narrative:
The insulin pump had button error alarm and no act button response due to corroded keypadtrace. Unable to perform rewind and basic occlusion, occlusion, prime test the excessive no delivery and displacement test due to no button response. Device was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was performed. The device was returned for analysis.